Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." The root cause was not determined. Probable causes that could lead to the reported event include that an unexpected stress on the head and cable sections due to the user's handling, and caused an image abnormality due to a charge-coupled device (ccd) unit failure and partial disconnection of the cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. Discoloration was found on the cable insulation as well as a shortage in cable causing an intermittent horizontal streaks on the image. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A company representative reported a noisy image problem. It was reported that the camera is flickering and producing static when submerged in the water. No patient involvement or injuries were reported. No additional information has been obtained.